Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited loss of capture and the heart rate was dropping below the programmed rate noted on a heart rate monitor. Upon interrogation, the lead exhibited loss of capture at max output and a decrease in r wave measurements. Fluoroscopy revealed that the lead had dislodged. On (B)(6) 2018, the lead was repositioned successfully. Patient was stable before, during, and after the procedure.